Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1 (initial reporter name and address). E3: reporter is a synthes employee. H3, h6: part: 314.050. Lot: 1998803. Manufacturing site: haegendorf. Release to warehouse date: september 29, 2008. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the visual inspection has shown that the received screwdriver is warped and the driver tip is stripped. The hex drive was also rounded. No other issues were identified with the returned components of the device. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. No further visual defects or deficiencies were noted. Conclusion: after a visual inspection, it is determined that the device will not function properly from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: d10 (concomitant medical products). E1: phone number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the tip of screwdriver is deformed and do not grip on screw head anymore. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# 1). This report is for one (1) cannulated 4.0mm hexagonalscrewdriver. This is report 1 of 1 for (B)(4).